Event description:
Percutaneous inserted central venous catheter (PICC) was inserted in pt. Attempts to thread the catheter were successful, but irrigation was not possible. Upon removal of the catheter a knot was discovered 1 cm from the tip of the catheter. The knot had formed while in the pt's vein as it was not present upon insertion into the vessel. Catheter was inserted to 40 cm with difficulty.